Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door had failed. A field service engineer (fse) opened the latch column and found older version latches inside. The fse decided to replace all of them with the modern style latches. All wire clips were intact, and the unit was in good condition. After replacing all the latches and reassembling the unit, the customer tested the door functionality and confirmed it was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 was not recoverable. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.